Event description:
Allegedly revised due to cup loosening.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. (B)(6). This event occurred in (B)(6). This report will be updated when the investigation is complete.